Manufacturer narrative:
Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was reported that the leaflets appeared thickened and immobile on echo. The reported event could not be confirmed since the device has not been returned for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The patient is noted to have a history significant for rheumatic heart disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a bioprosthetic aortic valve (subject device) and mitral valve were explanted after an implant duration of four (4) years and seven (7) months due to moderate regurgitation and high gradient of the aortic valve and severe regurgitation and high gradient of the mitral valve. Echo revealed immobile and thickened leaflets of both valves, mitral gradient 10.6mmhg, aortic gradient 71 mmhg. The indication for initial replacement was for rheumatic valve disease. The patient was stable and recovering.

Manufacturer narrative:
A photograph of the subject device was provided. The report of moderate regurgitation and high gradient of the aortic valve could not be confirmed through visual observations. Evaluation was performed through one color image of the valve at the inflow aspect. Moderate to heavy host tissue was observed at the inflow aspect of the leaflets. Host tissue overgrowth likely contributed to the reported high gradient; however, could not be confirmed through visual observations. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.